Manufacturer narrative:
Additional devices listed in this report: 6021-2530, accolade (127 deg) size 2.5, lot code 35175202. 6260-9-132, 32mm std lfit v40 head, lot code 35639505 623-10-32d, trident 10° x3 insert 32mm ID, lot code 35589401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that tritanium cup and accolade tmzf plus stem was removed due to loosening and infection. Cement spacer was inserted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection and loosening involving a tritanium shell was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded the "case is caused by a mix of adverse patient-related (obesity) and procedure-related factors (complication of surgical procedure). There are no device related factors active in this case and this pi is not device-related. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot or sterile lot. Conclusions: a medical review was performed and indicated that this event was not device related.

Event description:
It was reported that tritanium cup and accolade tmzf plus stem was removed due to loosening and infection. Cement spacer was inserted.